Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance was not performed due to the damage noted at the connector region. X-ray confirmed the inner coil was over torqued at the connector region which is consistent with procedural damage.

Event description:
It was reported that patient presented for follow-up in clinic. It was noted that right ventricular (rv) lead exhibited high pacing impedance. It was also observed via x-ray that there was lack of lead slack. The lead was explanted and replaced with new lead. Patient condition was stable.

Manufacturer narrative:
Correction: h3 should have marked as "yes" as device was evaluated.